Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for physical evaluation. Based on the results of the investigation, it is likely that the reportable malfunction was wear and tear, wrong handling. The loop at the distal end of the electrode wears out during use and can break, burn, or melt. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the resection electrode was broken. The issue occurred during a therapeutic prostate tissue procedure. The broken device did not fall into the patient. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.